Manufacturer narrative:
Lot # 18a013 and 18e042. The device for one (1) event was received for evaluation. A visual inspection was performed and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. The device for one (1) event was received for evaluation. Visual inspection revealed fluid inside the housing. No evidence of a rupture was observed on the bladder. The cause of the fluid inside the housing was due to missing film-wrap. The purpose of the film-wrap is to seal the bladder to the stress member. If the film-wrap is missing, during fill, fluid will go directly inside the housing and the bladder will not inflate. The cause of the missing film-wrap was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 18a013 and 18e042. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladder of two (2) extra-large volume intermate ruptured. In both events, the bladder rupture occurred while filling the device with solution and prior to patient. In both event, there was no patient involvement. No additional information is available.